Event description:
Upon completion of abdominal surgery, a small piece of the port of the trocar was noted to be missing from the base of the port. The piece could not be retrieved. Manufacturer response for trocar, verastep plus 15mm cannula (per site reporter): no response to date.